Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform sn (B)(4) does not power on. The customer inserted a new fully charged battery into the platform but no success. No patient involvement.